Event description:
Additional information received reported that there was a greater than 50% reduction in symptoms; and that no cause of the event was determined, but it was not device related. It was further reported that no reprogramming was necessary and re-education was done to resolve the event. The patient was reportedly doing well and the therapy was back to an acceptable level.

Event description:
It was reported that when a patient was lying down she was getting a ¿rushing¿ sensation in her legs that was causing pain. It was stated that this started a few months ago. No falls or accidents were reported. It was noted that the patient requested to speak with a manufacturer¿s representative. Additional information received reported that stimulation would come on and ¿all the sudden¿ it would race, like it was going really fast, and then ¿all the sudden¿ it would slow down. It was noted that this started 2 months prior to the date of the report. It was further reported that the patient had fallen a couple of weeks before the stimulation issue started. It was noted that the patient had fallen in their bathroom on the left side of their body. This implant was on the right side. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).